Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint was received with return of device. Failure event observed during analysis.final analysis found that the lead was incomplete and returned in two pieces. An insulation abrasion, exposing the outer coil was noted on the connector portion of the lead at 10.2 cm - 10.4 cm from the connector pin. On the returned distal portion, an insulation abrasion was noted and at 10.0 cm to 10.6 cm from the distal tip. The abrasions were consistent with constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.